Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 10076186) was impeded in the hub of the associated microcatheter and could not be pushed into the microcatheter. The physician tried to retract the stent; the stent was found detached from the delivery wire in the y-connector. The physician removed the y-connector and removed the stent. The stent was replaced and the procedure was completed using the original microcatheter. There was no negative impact on the patient. On 19-apr-2026, additional information was received. The information indicated the procedure was targeting an aneurysm on the anterior communicating artery. There was no significant vessel tortuosity. Aside from the reported premature detachment of the stent, there was no damage on the stent / stent delivery system. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400). There was no procedure delay due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10076186. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 13-may-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.